Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a colorectal anastomosis. It was reported that during use, the stapler misfired and only stapled the posterior aspect of the anastomosis. Due to the misfire the patient experienced permanent injuries, anterior aspect of anastomosis tissue fell apart, failed colostomy takedown, adhesions, scarring, peritoneal studding consistent with foreign body reaction, pain, disfigurement, mental and emotional suffering and defective device. Post-operative treatments included reestablishing colostomy, prolonged hospitalization, extensive medical care. The patient will now be required to use an ostomy bag for the rest of her life.

Manufacturer narrative:
Additional info: h6 (patient codes, ime e2402: ileus), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a colorectal anastomosis. It was reported that during use, the stapler misfired and only stapled the posterior aspect of the anastomosis while the anterior aspect of the anastomosis completely fell apart. A hand sewn anastomosis was then performed and did not pass the insufflation test requiring a resection of anastomosis and a re-establishment of the colostomy. Due to the misfire the patient experienced permanent injuries, adhesions, scarring, peritoneal studding consistent with foreign body reaction, pain, disfigurement, mental/emotional suffering, defective device, ileus, nausea, depression, poor appetite, global weakness, poor mobility, difficulty ambulating and taking care of self, abdominal pain, ptsd, distraught, insomnia, parastomal hernia/midline incisional hernia, bulging at ostomy site, anxiety, skin breakdown, mood instability, diarrhea. Post-operative treatments included prolonged hospitalization, extensive medical care, pt, IV fluids, pain medication, anti-nausea/anti-emetic medication, advancement of diet, ostomy care, wound care, proctoscopy, repair of hernia, left <(>&<)> right rectus abdominis release myofascial advancement flaps, right sided transversus abdominis myofascial release advancement flaps, hernia repair with mesh, stoma powder applied, psychotherapy. The patient will now be required to use an ostomy bag for the rest of her life.

Manufacturer narrative:
Additional information - a2, b5, b7, d3, d4, g3, g6, h2, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a colorectal anastomosis. It was reported that after implant, the patient experienced permanent injuries due to the stapler misfiring as well as adhesions, scarring, and peritoneal studding consistent with foreign body reaction. Post-operative treatments included reestablishing colostomy

Manufacturer narrative:
Additional info: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were provided (&) evaluated. Visual inspection noted that there is a photo of the pouch appearing to be full. There is a photo of what appears to be some type of discharge. There is a bulge by the colostomy bag. Based on the evidence available the reported conditions could not be confirmed. It was determined that the most likely cause of the reported condition could not be determined from the information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a colorectal anastomosis. It was reported that after implant, the patient experienced permanent injuries due to the stapler misfiring.